Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's high blood glucose levels. The mother states the customer has been running high for the past six months. The customer's blood glucose level at the time of incident was unknown. The customer's most current blood glucose level was 326mg/dl. The mother states the customer's levels have been ranging between 200mg/dl and 400mg/dl. Troubleshoot was conducted. The device was found to be operating as designed. The customer will be meeting with their healthcare provider to go over sensor reading results. No further assistance was needed at this time.